Event description:
A user detected a difference in display of a raycare configurable document depending on where the document was opened. The configured "treatment plan" document note containing a list of "radiation oncology users" was correctly read from the documents workspace, but the user then noticed that this list information was missing in the document-overview workspace. There was no impact on the patient treatment. The customer reported this as a safety complaint as a list could potentially contain critical information.

Event description:
Follow-up of report rsa MDR: 3010034862-2023-00033 (B)(6) missing document info. A user detected a difference in display of a raycare configurable document depending on where the document was opened. The configured "treatment plan" document note containing a list of "radiation oncology users" was correctly read from the documents workspace, but the user then noticed that this list information was missing in the document-overview workspace. There was no impact on the patient treatment. The customer reported this as a safety complaint as a list could potentially contain critical information.

Event description:
Follow-up of report rsa MDR: 3010034862-2023-00033 (B)(6) missing document info. A user detected a difference in display of a raycare configurable document depending on where the document was opened. The configured "treatment plan" document note containing a list of "radiation oncology users" was correctly read from the documents workspace, but the user then noticed that this list information was missing in the document-overview workspace. There was no impact on the patient treatment. The customer reported this as a safety complaint as a list could potentially contain critical information.

Manufacturer narrative:
Raycare supports user configurable documents that can contain data from raycare in predefined raycare domain objects (rdo). The rdos can have different types where the object has a single value or multiple values (list value). During the configuration of a list rdo, the user can select to display all values, select a single value or select multiple values. When a document is created for a patient based on a document template with one or more list rdo(s) where selection is possible and the document is not in a draft state, the selected values for the list rdos will not be visible. In raycare 5b, the issue occurs when the document is opened outside of the documents workspace. In raycare 6a the issue occurs when the document is opened from a task in the activities workspace. When the document is opened from other workspaces, the selected items will be displayed correctly. In the event that a clinical decision is based on incomplete data in the raycare configurable documents, this could lead to mistreatment of the patient in different ways depending on the data lost.